Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a receiver display malfunction on (B)(6) 2014. Patient relayed the screen on the receiver is displaying the colors blue and gold. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. The device failed functional testing. The receiver case was opened finding that the moisture detection sticker had been activated. As moisture damage is a contributing factor to a receiver display malfunction, the customer complaint has been confirmed. The root cause for the reported event was determined to be moisture damage. This complaint was deemed reportable upon completion of device evaluation on 01/15/2015.